Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon profile problem occurred. The target lesion was located in a coronary artery. A 3.00mm x12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, when the balloon was inflated, the lesion was not dilated as the balloon looked like it had a "dog bone" shape. The procedure was repeated but the device was unable to cross the lesion. The procedure was completed was different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. The wire lumen was flattened between the proximal and distal markerband. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure for five minutes and did not reveal any damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon profile problem occurred. The target lesion was located in a coronary artery. A 3.00mm x12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, when the balloon was inflated, the lesion was not dilated as the balloon looked like it had a "dog bone" shape. The procedure was repeated but the device was unable to cross the lesion. The procedure was completed was different device. No patient complications were reported.